Event description:
It was initially reported that the physician's handheld froze on the "interrogation successful" screen. A hard reset was performed which resolved the issue. The physician confirmed that he was able to successfully interrogate following the hard reset.